Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure to achieve hemostasis, a balloon rupture occurred. The target lesion location was unknown. The equalizer balloon 17-112 was advanced and inflated one time. Upon the first inflation the balloon ruptured. The inflation duration in seconds and atms are unknown. The device was exchanged for another equalizer balloon 17-112 and the procedure was complete. There were no patient complications or injuries reported. The patient status is listed as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).